Manufacturer narrative:
(B)(4). Additional information: the analysis results found that the mcm20 device was returned in good visual condition. In an attempt to replicate the reported incident, the device was cycled and no clip was fed into the jaws; even though the device was being actuated in several occasions, the clips could not be fed as intended. The device was disassembled in order to evaluate the condition of the internal components and no anomalies were noted. No conclusion could be reached as to what may have caused the feeding incident. No incident related to the reported event was observed during the batch record review.

Event description:
It was reported that during a coronary artery bypass graft (CABG) procedure, the surgeon went to apply the clip to the mammary branch and the device would not close correctly. The clips were malformed. The surgeon tried again and the device would not close. Another device was used to complete the procedure. There was no patient consequence.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis.